Event description:
The customer observed falsely depressed magnesium results generated on the architect c4000 processing module for multiple samples on (B)(6) 2022. The discrepant results were discovered when quality control level 1 was out of range but repeated within range. Review of the calibration showed erratic calibration results. The following patient data was provided (repeat testing was completed on another architect, package insert reference range is 1.6 to 2.6 mg/dl): 83 year old female: sid (B)(6) initial result = 1.05 mg/dl, repeat = 1.6 mg/dl. 65 year old female: sid (B)(6) initial result = 0.91 mg/dl, repeat = 1.8 mg/dl. 54 year old male: sid (B)(6) initial result = 0.99 mg/dl, repeat = 2.0 mg/dl. Unknown age and gender: sid (B)(6) initial result = 0.94 mg/dl, repeat = 1.8 mg/dl. 51 year old female: sid (B)(6) initial result = 1.11 mg/dl, repeat = 2.1 mg/dl. Unknown age female: sid (B)(6) initial result = 1.03 mg/dl, repeat = 2.0 mg/dl. Unknown age female: sid (B)(6) initial result = 1.03 mg/dl, repeat = 2.0 mg/dl. Unknown age male: sid (B)(6) initial result = 1.07 mg/dl, repeat = 2.1 mg/dl. Unknown age male: sid (B)(6) initial result = 1.04 mg/dl, repeat = 2.1 mg/dl . No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Completed information for section a: 83 year old female: sid (B)(6). 65 year old female: sid (B)(6). 54 year old male: sid (B)(6). Unknown age and gender: sid (B)(6). 51 year old female: sid (B)(6). Unknown age female: sid (B)(6). Unknown age female: sid (B)(6). Unknown age male: sid (B)(6). Unknown age male: sid (B)(6).

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and found the nozzle c4 #1, #4, #5 was clogged. The fsr resolved the issue by replacing the part. No additional discrepant result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect c4000 did not identify any trends associated with the complaint issue. A review of tracking and trending for the nozzle c4 #1, #4, #5 did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c4000 processing module for serial (B)(6) or the nozzle c4 #1, #4, #5 was identified.